Manufacturer narrative:
G4: 25mar2020. B4: 06apr2020. Failure analysis on the returned central processing unit (cpu) shows that the customer complaint not verified. No fault found with this cpu. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that the ventilator alarmed with watchdog test failed error. The field service engineer (fse)replaced the motor controller (mc) board and central processing unit (cpu) boards, reinstalled the serial number and software options. The fse started to implement testing, but the unit would not pass the high pressure test. The customer reported that the unit was not in use on a patient. The fse ordered a gas delivery system (gds) to address the high pressure test failure.